Event description:
The account's maintenance alleged, the brake is not holding well on the bed. The brake/steer pedal could be placed into the brake position but the bed would still roll.

Manufacturer narrative:
Repairs have not been completed.